Event description:
It was reported that a downstream occlusion not alarming was experienced.

Event description:
Additional information received: issue occurred during maintenance check between patients, returned to pharmacy. No patient involvement.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Housing intact. Upon inspection, no, the reported "downstream occlusion not alarming" problem was not duplicated. The unit was tested by operating the attach/dettach cycle many times and the pump was found to be operating normally. However, in event history log showing multiple high alarm displayed: downstream occlusion and high alarm displayed: upstream occlusion. Recommend replacing upstream and downstream sensor as a preventative measure. Replaced dso and uso sensor.